Event description:
It was reported that the unit experienced an e-3 error message. It was further reported that there was no pt involvement.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.